Event description:
Surgeon introduced the shaver into the join to debride a degenerative tear in the tfcc (triangular fibrocartilage complex). The blade never at any point came into contact with any bone, nor was undue pressure put on the blade. However, tiny shards of metal appeared in the joint, which had clearly been shed from the blade. Tiny shards of metal were evacuated with suction via the blade as much as possible, but the likelihood is that some was left behind.

Manufacturer narrative:
The blade was evaluated under high magnification (80x), and no compromising of the contact surfaces could be observed that would indicate shedding. The fit of the inner and outer tips has the correct gap and center contact point, no part of the cutting edges is damaged, and the tubes are straight to specification. There is no evidence confirming that this blade shed during use. (B)(4).

Manufacturer narrative:
Returned device was forwarded to supplier for evaluation. Evaluation result has not been received.(B)(4)